Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Returned with the sample was supplied 40cc inflation driveline tubing and data-scope inflation driveline tubing; dried blood was noted within the returned data-scope inflation driveline tubing. Upon return, the peel away was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the iabc bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0061in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 22.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Blood was noted on the guidewire upon removal a device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in the airway of the balloon catheter" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found the on the iabc bladder. The damaged iabc bladder allowed blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. A probable root cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " blood was found in the airway of the balloon catheter, which was suspected to be damaged by the balloon, so the balloon catheter was removed and replaced". The second catheter was placed into a different insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " blood was found in the airway of the balloon catheter, which was suspected to be damaged by the balloon, so the balloon catheter was removed and replaced". The second catheter was placed into a different insertion site. The patient's current condition is reported as "fine".